Manufacturer narrative:
Device evaluation: analysis of the returned device identified: the weight the device within specification, creases fold, wear abrasion and yellow particles on the shell. A visual and microscopic analysis was performed which identified: striated opening on posterior. Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Pharmacist reported rupture and double periprosthetic envelope discovered on explantation. Left side. Device explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Pharmacist reported rupture and double periprosthetic envelope discovered on explantation. Left side. Device explanted and replaced.